Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Analysis of trends from an online toric back-calculator. (B)(6). (B)(4).

Event description:
Paper presented by surgeon reported several toric intraocular lenses (iols) rotated equal to or greater than five degrees from intended axis, post-operatively.

Manufacturer narrative:
In an abstract, a surgeon reported seeing lens rotation in patients who had cataract surgery with an intraocular lens (iol) implant. Not enough information was provided from the account for further investigation. The abstract covered four products from four different companies. This was a retrospective review of online toric back calculations. (B)(4).